Event description:
The manufacturer became aware of the following event through patient tracking department. Reportedly, a patient, who received perceval sutureless aortic heart valve size 23 on 08 (B)(6) 2018, is under evaluation for a possible tavr. No further information is available at this time. Furthermore, no allegation of a device malfunction nor serious injury has been received from the site at this time.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and nitinol stent, model #icv1209, s/n #(B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve and its component satisfied all material, visual, and performance standards required for a model #icv1209 perceval heart valve at the time of manufacture and release.